Event description:
It was reported that during a lap gastric bypass procedure, on the third firing, 1/4 of the staple line had fired fine, but ehe next 1/3 the staples had not formed at all. It cut, but did not staple. The staples that were malformed wee pulled out of the tissue. Extended or time by two hours. No further patient consequence.